Event description:
Device malfunction: needle and foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the procedure was started with a 6fr introducer sheath progressing to a 18fr introducer sheath in a heavily calcified right femoral artery. During the procedure the needle and foot broke. Upon device removal, the needle and foot were still attached to the device. Hemostasis was achieved using a prostar device. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.